Event description:
An iabp was successfully inserted without complications. An hour after insertion, iabp noted to have high pressure alarm followed by helium loss alarm. The balloon was determined to be ruptured and removed. Removal of the ruptured balloon resulted in traumatic injury to the r cfa access site that required emergent open repair of the artery with vascular surgery.